Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was having difficulty walking and standing. It was also noted that the scs device was shocking the patient a little bit and will shut off when taking a radiation. Computerized tonography (CT) scan was taken and revealed negative results.

Manufacturer narrative:
Additional information was received that the patient was doing well now.

Event description:
A report was received that the patient was having difficulty walking and standing. It was also noted that the scs device was shocking the patient a little bit and will shut off when taking a radiation. Computerized tonography (CT) scan was taken and revealed negative results.